Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted on (B)(6) 2013. It was noted that the stimulator was causing the patient pain and was ineffective at controlling their pain. After the explant the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported removal of the device was completed. Patient was seen on (B)(6) 2013 for follow-up visit. The device was removed due to patient complaints of thoracic pain. The device had been implanted for sacro-iliac pain. A CT scan in (B)(6) 2013 had not shown spinal compression. There was no specific cause of pain determined. It was noted that pain was somewhat improved when the patient was see on (B)(6) 2013. Patient had not been seen since (B)(6) 2013.

Manufacturer narrative:
Concomitant product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Analysis of the implantable neurostimulator found no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the lead found no significant anomaly. The lead body was cut through.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.